Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 11500a inspiris valve was disabled via valve-in-valve intervention after an implant duration of three (3) years, two (2) months due to aortic stenosis. The patient initially presented with shortness of breath. The tavr procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was noted to be in stable condition post procedure.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.